Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) italy to report that her onetouch veriopro displayed an ¿error 4¿ message. The complaint was classified based the customer service representative (csr) documentation. The patient reported that the alleged error message began to appear approximately 1 month prior to contacting lfs. The patient informed the csr that she manages her diabetes with lantus and humalog insulin (sliding scale). Due to the error message, the patient confirmed she was unable to test her blood glucose and estimated her insulin doses based on her feelings. The patient reported that several times ¿she fell into hypoglycemia¿ (dates not recalled) and developed symptoms of ¿sweating, cold, headache¿. It is not known what treatment the patient received in response to the ¿hypo¿ symptoms. At the time of troubleshooting, the csr noted that the patient was using the correct testing technique and the test strips were in good condition. The alleged error message remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.